Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Patient code: (B)(4) -significant reduction of irido-corneal angles, secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -14.0/+3.5/87 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4).